Event description:
It was reported that the ipg was difficult to charge and was no longer providing any pain relief. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.